Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between april 2015 to august 2021, a retrospective study compared the long-term results of rfa and systemic treatment in patients with liver only recurrence after pancreatectomy. It was performed to evaluate the feasibility and safety of rfa as a treatment for these patients and determine whether they could benefit from radiofrequency ablation. It was retrospectively collected clinical data of consecutive pancreatic cancer patients who had liver-only recurrence after pancreatectomy in the department of hepatobiliary and pancreatic surgery. Rfa was performed in 19 patients using the cool-tip system. All rfa operations were performed by the same surgeon using a commercially available rfa therapeutic instrument. Post operative complications reported after rfa surgery included liver abscess in 4 (21.05%) patients. 4 patients who developed liver abscess, the actual situation obtained after reviewing the medical cases was not caused by the use of our company's cool-tip product and its accessories. The first surgical method for patients with liver abscess were puncture and drainage, then taking anti-infective drugs, and finally clinical observation and symptomatic treatment. Adverse reactions caused by other companies' products. Among the 4 cases of liver abscess, 3 patients occurred 3 months after radiofrequency surgery, so complications not caused by radiofrequency cannot be ruled out. Another case occurred several months after surgery, the exact date was unknown. The author did not mention any interventions used to treat liver abscess. 94.74% of liver metastases tumors got complete necrosis after rfa.

Manufacturer narrative:
Chengfang wang. "The application of radiofrequency ablation in pancreatic cancer liver-only recurrence after radical pancreatectomy" medical oncology (2023) 40 https://doi.org/10.1007/s12032-023-02065-y. Page 209 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between april 2015 to august 2021, a retrospective study compared the long-term results of rfa and systemic treatment in patients with liver only recurrence after pancreatectomy. It was performed to evaluate the feasibility and safety of rfa as a treatment for these patients and determine whether they could benefit from radiofrequency ablation. It was retrospectively collected clinical data of consecutive pancreatic cancer patients who had liver-only recurrence after pancreatectomy in the department of hepatobiliary and pancreatic surgery. Rfa was performed in 19 patients using the cool-tip system. All rfa operations were performed by the same surgeon using a commercially available rfa therapeutic instrument. Post operative complications reported after rfa surgery included liver abscess in 4 (21.05%) patients. The author did not mention any interventions used to treat liver abscess. 94.74% of liver metastases tumors got complete necrosis after rfa.